Event description:
Healthcare professional (hcp) reported pt (pt) receiving peritoneal dialysis on pac-xtra device when a leak was noted in the drain side of the peristaltic pump. No pt injury and no medical intervention was indicated at the time of this report.